Event description:
It was reported that 2 bd alaris smartsite gravity set has no roller clamp on the tubing. The following information was provided by the initial reporter: we have had a non-conforming report from our acs department the item# 42293e tube set anesthesia has had no roller clamp on the tubing on two separate occasions today.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: a complaint of two sets assembled without a roller clamp was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. There was no roller clamp assembled onto the set. A device history record review for model 42293e lot number 21119851 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the defect is an error in the assembly process. H3 other text : see h.10.

Event description:
It was reported that 2 bd alaris smartsite gravity set has no roller clamp on the tubing. The following information was provided by the initial reporter: we have had a non-conforming report from our acs department the item# 42293e tube set anesthesia has had no roller clamp on the tubing on two separate occasions today.